Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot tests were performed and passed. Functional tests were performed passed. Performed "try it" test passed. An intermittent audio test using the communication tool was performed and passed. Open and interior inspection was performed and passed. Speaker measurements were taken and passed. The receiver log was downloaded and reviewed finding no error related to the complaint as patient acknowledged the alert before audio alert triggered. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.